Manufacturer narrative:
Received: list #423250402, safeset¿ 60" arterial pressure tubing, safeset¿ reservoir and blood sampling port; lot#: 14351669. The reported complaint of separation was confirmed. During visual inspection, the safeset port was received separated from the 27" pressure tubing. When the end of the tubing was microscopically examined, insufficient solvent coverage was observed. The probable cause of the pressure tubing separation had occurred due to insufficient solvent coverage on the tubing during assembly. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. B3: the actual date the second device was used is unknown. On (B)(6) 2025, was entered as a placeholder for the unspecified date.

Event description:
An additional used list #423250402, safeset¿ 60" arterial pressure tubing, safeset¿ reservoir and blood sampling port was returned for investigation. During investigation a separation of tubing from the safeset port was confirmed.